Manufacturer narrative:
The customer's non-reactive elecsys rubella igg results were reproduced. It is unknown which sample date each sample belongs to. Investigation results from the sample returned with a transparent cap: the elecsys rubella igg result was 7.7 iu/ml (non-reactive). The elecsys rubella igm result was 0.229 coi (non-reactive). Investigation results from the sample returned with a red cap: the elecsys rubella igg result was 7.26 iu/ml (non-reactive). The elecsys rubella igm result was 0.228 coi (non-reactive).

Manufacturer narrative:
The customer¿s negative elecsys rubella igg result for the investigated patient sample was reproduced during the investigation. The clearly positive mikrogen blot result, the positive results in the platelia rubella igg assay, and the enhanced, though negative result in the elecsys rubella igg assay indicate the presence of anti-rubella igg antibodies. Overall, the investigation found the samples to be very likely positive for rubella igg and the elecsys rubella igg assay is likely false negative. The investigation did not identify a product problem.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The calibration and qc were acceptable. The sample from 15-jul-2024 and the sample from 26-aug-2024 were returned for investigation. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys rubella igg results for 1 patient on a cobas 8000 e 801 module. The patient's elecsys rubella igg result was 6.95 iu/ml (non-reactive). This result was considered to be a false negative. The sample was tested using the mikrogen rubella igg method and the anti-e1 reactivity was detected and the patient was considered immune.